Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 477 mg/dl and diabetic ketoacidosis. The customer had been stressed for weeks. The morning prior to the hospitalization, she woke up with no active insulin. The customer was treated via insulin IV; she was treated in the heart unit for her heart and the diabetic unit for her high blood glucose. The hospital staff also treated via manual insulin injection. The patient's current blood glucose is 137 mg/dl. Troubleshooting was initiated and the drive support cap was sticking out of her insulin pump. There were no issues with the infusion set site. The customer declined to check her insulin pump settings. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced at this time.